Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer's family member reported that the patient had the trial put in on (B)(6) 2016 for bladder spasms. It helped for the first couple of days but the wires came out and the symptoms (bladder spasms) came back. They switched to the left side which did not help as much. The patient no longer had the trial. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.